Manufacturer narrative:
(B)(4). Device was disposed. (B)(4). The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The battery, (B)(4), was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Analysis could not be performed as the device was not returned. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). Also, the reported event of critical battery alarms was also confirmed, (B)(4) were in use during two critical battery alarms that occurred on (B)(6) 2016 at 15:20:22 and 15:20:34. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate the communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: battery/(B)(4); cat#1650; exp. Date: 01/31/2017; mfg. Date: 01/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during clinic visit this patient complained of battery toggling on his controller.  The patient stated that he was unable to pinpoint the issue to one port or power source. In addition, one battery was noted to have a "critical battery" alarm at a charge greater than 10%.  Both the controller and battery were exchanged without consequence to the patient. The site reported that the battery will not be returned for evaluation because it was accidentally disposed of.  No further information was provided.